Manufacturer narrative:
Pump error 43 alarm during rewind due to moisture damage electronic assembly. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery compartment, broken belt clip rails, serial number label fading and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that reservoir compartment was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.